Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (write to locked ram) was identified.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Power on reset (write to locked ram) was identified. Analysis of the device found normal battery depletion.

Event description:
It was reported that the device experienced a power on reset. The device was reset and remained in use until explant for normal battery depletion. No patient complications were reported as a result of this event.